Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found and on visual inspection, although the setscrew was slightly misaligned, it deployed properly on evaluation.

Event description:
It was reported during the implant attempt that the doctor stated the rv pace/sense setscrew would not engage after trying multiple times. The device was not implanted. No patient complications have been reported as a result of this event.